Event description:
Procedure type: spinal surgery - cervical fusion. According to the rptr: screws backed out of the cervical plate post-operatively. A revision surgery was then performed. No further info is currently known.

Manufacturer narrative:
Initial report sent: 09/17/2009.